Event description:
It was reported that the pump time was inaccurate. The customer's blood glucose level ranged from 174-175 mg/dl. Reportedly, the customer accidently set the wrong time. Customer corrected the time to resolve the issue.

Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.